Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 unit: customer tri called in for help on get the 8015 unit repair he is get error 121-20002 ans 121-2002. Both error relate to the power supply board on the or the logic board he get a comm. Failer. But before call in he replace both parts on unit an dstill have same issue and error ask customer are they use our parts he could not be sure on that but at this time the unit needs to come in for services repair. Customer will call back once ready to send units in for repair. (B)(4).